Event description:
Reporter alleged having high (in the 200s mg/dl) blood monitoring glucose results and recently going to the hosp based on them. Reporter stated glucose result was 293 mg/dl and when using a new vial of test strips; glucose result glucose result was 123 mg/dl within 30 seconds of each other. Reporter indicated calling company rep after the alleged incident to run control solution and values were within range. A request was made for the return of the suspect device and replacement product was sent.